Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer requested the run data file be investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. Pt age is unavailable at this time. The disposable set is unavailable for return for evaluation. This report is being filed due to the potential for injury.